Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer had a fever, and had a kinked cannula and kinked tubing.